Manufacturer narrative:
H3: product analysis # (B)(4):part # 651003070, lot # 0587500w visual and optical inspection revealed normal wear from the seating of the rod in the screw head. There are no signs of uneven wear from the bottom of the set screw node. Functional test with a sample set screw and bone screw confirmed the rod was able to be tightened in the bone screw head without any issue. The rod appears to function as intended. No fault found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding patient for unknown spinal therapy. It was reported that there is possible infection. There was patient involved in the event and no further complications or symptoms were reported. Additional information was received via manufacturer representative that the head of screw was mobile and set screw loose. The pedicle screw was solid within the pedicle and the rod had an indentation signifying proper final tightening. Failure between head of screw, rod and set screw causing loosening and a metallosis effect. The lot numbers of product ID: 5540030 is h5453997, product ID: 55840007550 is h59226 and product ID: 651003070 is 0587500w. Infection cause is unknown. However, metallosis was a cause for concern. Exact date of implantation is unknown. Stated to be roughly 2 ¿ 2 ½ years ago.